Event description:
The pump was returned for investigation. Evaluation revealed there was contamination under buttons and the display is dim and fading. This report is made based on results of investigation completed on 03/27/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings: evaluation revealed that the keypad is torn from the ok button to the up button. All of the buttons responded appropriately. Evaluation revealed that there was contamination found under all buttons. The display is dim and fading. (B)(6).